Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("bilateral tubal occlusion devices present, a portion of which is displaced and embedded in the myometrium") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of left lower quadrant pain. On (B)(6) 2004, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. On unknown date she experienced embedded device (seriousness criterion intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and left oophorectomy). The reporter considered embedded device and pelvic pain to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2022: history: continuous left lower quadrant pain, evaluate for musculoskeletal causes. Impression: findings consistent with fallopian tube occlude placement bilaterally. Occludes appear to be in proper position. [Pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, bilateral fallopian tubes, and left ovary, total hysterectomy, bilateral salpingectomy, and left. Oophorectomy: inactive endometrium. Cervix with no histopathologic abnormality. Left ovary with no histopathologic abnormality. Bilateral fallopian tubes with no histopathologic abnormality. Bilateral tubal occlusion devices present, a portion of which is displaced and embedded in the myometrium. Clinical information: pelvic pain. Gross description: sectioning reveals a silver coiled wire (1 .7 cm in length x 0.1 cm in width) embedded into the anterior myometrium located near the right cornu. Sectioning reveals silver coil wires (left: 1.4 cm in length x 0.1 cm in width; right: 2. 7 cm in length x 0.1 cm in width), with pink-tan, rubbery surfaces and stellate lumens. [Ultrasound pelvis] on (B)(6) 2022: history: suprapubic pain. Result: there are 2 small cystic lesions along the fundal endometrium, one may be associated with a portion of a tubal occlusion device seen on CT. [Ultrasound scan vagina] on (B)(6) 2006: clinical history: status post fallopian tube occlusion device placement. Now with nonspecific pelvic discomfort. Findings: uterus is anteverted and anteflexed. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2024: reporter and patient information updated, medical history and lab data added. Device migration event updated as embedded device. Non drug treatment updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2004, the patient had essure (ess205) inserted. An unknown time later she experienced device dislocation (seriousness criterion intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2022. The reporter considered device dislocation and pelvic pain to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2004, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. On unknown date she experienced device dislocation (seriousness criterion intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal). The reporter considered device dislocation and pelvic pain to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.